Event description:
During an unknown procedure, the product was opened and a split was detected in the valve prior to use on the patient. New device opened to complete the case with no patient consequence.